Event description:
On (B)(6), 2012 the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose reading of "greater than 400 mg/dl" and she experienced the symptoms of nausea, vomiting and lethargy. Emergency services were contacted, and the patient was transported to and admitted to the hospital, with a diagnosis of dka. The patient alleged that the pump date/time setting changed without user intervention. The patient claimed the pump's date/time setting did not change upon a battery change; the patient just noticed the incorrect date in the pump "frequently". The pump was not available at the time of the call, so no troubleshooting of the pump could be performed. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the alleged date/time issue occurred on the pump, and received emergency medical attention and admission to the hospital in dka. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned and was evaluated by product analysis on 08/27/2012 with the following findings: testing confirmed that the pump maintained time accurately when a battery was in. However, after the pump was left without power for 1 hour the pump powered back on it had returned to the default time and date. The conclusion was a battery failure.